Event description:
It was reported that the device was used during an unknown procedure, the buttons worked on the left side but not the right side. The case completed with another device of the same product code. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.